Manufacturer narrative:
H6: added the following: health effect - medical device problem code.

Manufacturer narrative:
D10 concomitant devices: 5497650 164-13-10 - novation element ro s/o col sz 10. (5637178) 142-32-03 - cocr fem head 32mm +3.5 offset 12/14. (5691909) 186-01-48 - integrip cc, cluster 48mm, g1. (S005316) 180-65-15 - alteon 6.5mm screw, 15mm. The product associated with the reported event is within the scope of recall z-1732-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 64 months after a right total hip replacement procedure, the patient underwent a revision procedure to address prosthesis wear. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h6: type of investigation the following sections were corrected: h6: health effect clinical code and medical device problem code. The most likely underlying cause for the revision reported is a combination of risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed from the reported information and the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.